Event description:
Clinic notes dated (B)(6) 2011 were received by the manufacturer which revealed that the patient has a difficult to control epilepsy following a stroke. The date in which the stroke occurred is unknown, so the relationship to vns is unknown with the information provided. Attempts for additional information from the physician have been unsuccessful to date.